Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 and t3 transformers on the defibrillator pca. The root cause for the defective transformers could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming testing at the distributor. The failure was isolated to the cable connecting ECG "c" and ECG "d" and the cable connecting ECG "a" and ECG "b". The root cause for the damaged cables was unable to be positively identified. No adverse event resulted from the monitor or belt malfunction.

Event description:
A us distributor returned a patient's monitor for investigation into an unrelated issue when a reportable malfunction was found. Additionally, upon review of the patient's electrode belt's distributor's service report a reportable malfunction was found.